Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and device expulsion ("one of her essure devices migrated to her uterus/migration of essure device-location of device: uterus") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included alcohol use. Concurrent conditions included hypertension, gerd, seasonal allergy, penicillin allergy, sulfonamide allergy and allergic reaction to antibiotics. Concomitant products included fluticasone propionate (flonase allergy relief), hydromorphone, lidocaine, lisinopril, loratadine, pseudoephedrine sulfate (claritin d allergy/ congestion 12hr), omeprazole (protonix) and omeprazole magnesium (prilosec). In (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, anxiety ("anxious"), depression ("depressed") and pelvic pain ("pain"). The patient was treated with surgery (required to undergo a hysterectomy and bilateral salpingectomy with removal of the essure devices). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, device expulsion, anxiety, depression, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. The reporter commented: plaintiff taken leave to have both fallopian tubes removed due to faulty essure implants and having one implant removed from uterus that deattached. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: normal uterus as well as normal endometrial cavity on hysterectomy. Normal ovaries bilaterally. Both essure devices were visualized and removed.; in (B)(6) 2012: results: one essure had migrated into uterus/coil in lower uterine segment. Hysterosalpingogram - in (B)(6) 2009: that the tubes were blocked and would not get pregnant; on (B)(6) 2009: results: confirmed proper placement/total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain. Most recent follow-up information incorporated above includes: on 8-jan-2019: pfs received: following events were added: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse). Concomitant conditions and products added. Medical history added. Reporter information added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. In (B)(6) 2012, the patient experienced device expulsion ("one of her essure devices migrated to her uterus"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (required to undergo a hysterectomy and bilateral salpingectomy with removal of the essure devices). Essure was removed in (B)(6) 2012. At the time of the report, the device dislocation, anxiety, depression and device expulsion outcome was unknown. The reporter considered anxiety, depression, device dislocation and device expulsion to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2012: one essure had migrated into uterus hysterosalpingogram - on an unknown date: confirmed proper placement incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.